Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, there was no energy output from the fiber and the connector was noted to be very hot. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, there were no energy output from the fiber and the connector was noted to be very hot. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination reveals that the exposed glass tip measures 3.5 mm and appears unused. Functional analysis revealed that the aiming beam exiting the distal tip is weak. Effective transmission measures 36.8% indicating that the fiber is broken within the connector.

Manufacturer narrative:
(B)(4).